Event description:
During a mini open rotator cuff repair the anchor broke off at the shaft. Surgical tech stated that the surgeon did not pre-drill the insertion site. A delay of 12-15 minutes resulted. The surgeon was able to remove the anchor from the pt and used a competitor's anchor to complete the repair. No pt injury or complications resulted.